Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis and was hospitalized twice as a result of high blood glucose. Customer advised they have been off of the insulin pump for a while and that the device was not working. Customer was advised that emergency supplies will be sent out to them.